Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: unknown, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had increased pain in the back of the head. The rep reported that the patient saw their healthcare provider (hcp) for another issue and took an image of his spine and stated one of his leads was out of place and not functioning. It was noted that the patient only had one lead registered. The rep reported that the patient¿s pain medications have been significantly decreased which the patient thought was attributing to increased pain and wanted to attempted reprogramming. The rep reported that an appointment was scheduled for (B)(6) 2018. The issue wasn't resolved. No further complications were reported.

Manufacturer narrative:
Product ID 977a275 lot# serial# unknown implanted: (B)(6) 2013 explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient was seen at follow up reprogramming, having left neck pain untouched with stim, patient does have good relief for left arm pain with stim. Reports he never had neck coverage and saw a doctor who provided an x-ray which showed 2 leads, one in place for left arm coverage and one out of place. Registration indicates only one lead. Concerned about a new x-ray to determine if he needs lead revision and possibly updated ipg. Doctors office will refer back to for evaluation. No further complications were reported/anticipated.